Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, due to patient anatomy, the left ventricular (lv) lead repeatedly dislodged after it reached the target position. The lead was removed and not replaced. No patient complications have been reported as a result of this event.